Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke/ separated after placement, it was reported that broken in the tube attachment that goes into the patient's vessel during use product was broken in the tube attachment that goes into the patient's vessel discovered when the tube was in place in the patient's vessel, causing bleeding that could not be stopped.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter broke/ separated after placement was not confirmed upon inspection of the sample. However, catheter kink/ bent was confirmed. Analysis of the sample showed a kink near the catheter tubing tip. The sample was returned in a bag without the protection tube and not inside a unit packaging blister pack. The catheter was not broken. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed and there is a step where the needle grip assembly is set together with the catheter. If the catheter has a bend at the tip, it will likely be pierced by the needle. There is a 100% online vision inspection system to inspect for failed lie distance. If the part has a failed lie distance, it will be kicked out by the machine automatically. From the sample evaluation above, the kink observed in the sample might have been damaged by the packaging it was returned in.